Manufacturer narrative:
(B)(4): the product has not yet been returned and the device has not yet been evaluated. At this time, we are unable to determine the relationship between the device and the cause of this event. If additional information is received, a supplemental medwatch will be filed.

Event description:
A circon acmi hysteroscope adapter was used during a hydrothermablation (hta) procedure on (B)(6), 2010. According to the complainant, during the hysteroscopy phase of the procedure, a leak was observed originating from the scope adapter. The leak continued during the ablation phase of the procedure. In addition, a fluid loss alarm error message occurred at 10 cc's. The case was completed with the existing scope adapter and the saline did not contact the patient. Additional follow up information reported that the leak from the scope adapter occurred between where the scope adapter connects to the sheath. The temperature of the saline started at 45 degrees and continued to leak at 90 degrees celsius. However, the saline was approximately 6 inches away from the patient and did not contact the patient. It was confirmed that no cervical leak or burn to the patient occurred during the procedure. There were no further complications reported with this event. The condition of the patient is reported to be fine.